Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the surgeon attempted to cut 2-0 vloc and the cable within the jaws of the 8mm mega suturecut needle driver instrument snapped and was exposed. The instrument was immediately removed from the patient and field, tagged, and replaced with a large suturecut needler driver instrument for the remainder of the procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: following the event, there were no observed issues related to opening/closing of the grips, left/right (yaw) motion of the grips, or up/down (pitch) motion of the wrist. Additionally, the instrument did not collide with any other instrument or tool during the procedure.